Manufacturer narrative:
(B)(4). The maverick2 balloon catheter was returned still loaded on the 0.014 inch guide wire. A visual and microscopic examination of the device revealed shaft and tip damage. The distal subassembly extrusion was severely stretched and accordioned (bunched up) at various locations along its length, therefore the guide wire could not be removed and it was not possible to inflate the balloon. The tip section of the device appeared to be inverted/pulled into itself. Examination revealed no damage to the balloon. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 95% stenosed, 2.5mm x 23mm eccentric, de novo lesion was located in a moderately calcified right coronary (rca) artery. The physician advanced the 2.0mm x 15mm maverick2 balloon catheter however, resistance was encountered. An attempt was made to inflate the balloon however, the balloon "pended and ruptured". Resistance was also encountered during withdrawal of the device. The device was removed from the patient. A 2.75mm x 23mm promus stent was implanted in the rca. The lesion was post dilated with a 2.75mm x 15mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.